Event description:
Patient brought emergently to interventional radiology for stroke intervention. Right common carotid artery direct carotid access obtained due to tortuosity of vessels. Trevo 3mmx20mm stent retriever device was used for performing right m2 thrombectomy but device could not safely be retrieved.